Manufacturer narrative:
This is one of five manufacturer reports being submitted for this article. Citation: guimaron, samantha, et al. ''Macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses.'' Journal of cardiac surgery 37.10 (2022): 3178-3187. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the exact cause of the host tissue growth is unknown but may be related to the mechanisms above . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the edwards canadian affiliate, a review of the medical article, ''macroscopic and microscopic features of surgically explanted transcatheter aortic valve prostheses'' was performed. The following event was identified as pertaining to an edwards device: one patient's sapien xt valve was explanted between 1.8 and 2.2 years after implant. Annular pannus with fibrous thickening was visible with microscope. The aim of this study was to conduct a retrospective study of patients with transcatheter aortic valve replacement (tavr) who required late explantation surgery for failure of their percutaneous valve for different reasons and to describe macroscopic and microscopic features from 2007 to 2020.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2024-00201, 2015691-2024-00208, 2015691-2024-00210, and 2015691-2024-00211.